Event description:
It was reported that during a procedure using a super turbovac 90 icw wand, the tip of the wand detached while inside the surgical site. This issue occurred at the end of the procedure, so the procedure was completed successfully. The surgeon was unable to retrieve the detached piece from the patient's body; however, no patient complications have been reported as a result of this event.

Manufacturer narrative:
Visual inspection shows the two left electrodes have been completely detached with jagged edges in conjunction with scratch marks present on the cap. The damage the tip sustained is indicative of coming into contact with another hard or metallic object. The shaft is slightly bent in conjunction with scratch and scuff marks present on the black shrink tube near the handle of the wand. During functional testing the wand and suction line both performed as intended. The customer's complaint was visually verified; however, examination of the distal tip and shaft indicates the electrode detachment was user induced. Therefore, the root cause of this event is the customer not adhering to the warning and precautionary measures outlined in the IFU. Use of the device for mechanical displacement of tissue through applied force and contact with other metal instruments or bony surfaces can also result in tip damage. No information was provided that would indicate a cannula or any other apparatus' were used but this type of damage is commonly seen when such instruments are used. One or more of these factors could have played a role in the reported incident. IFU has many warnings and precautionary statements regarding the use of the wand including: - this wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force, which may result in bent or detached electrodes. - do not use the wand as a lever to enlarge surgical site or gain access to tissue.